Manufacturer narrative:
Section a2: patient weight was requested but not provided. Section d1: corrected. Section d4: corrected model number, catalog number and primary UDI. Section d6a: date of implant not applicable for this device. Manufacturer's investigation conclusion: the reported event of an unknown alarm leading to a controller exchange was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 10 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid relative state of charge (rsoc) fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc fault without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2024 for a controller exchange. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis and was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the power cable disconnect alarms cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having unspecified alarms that lead to their system controller being exchanged. Log files were submitted for review. The log files captured prior to the controller exchange there were a few power cable disconnects which is believed to be due to a weak connection between the batteries and battery clips.